Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation and kink were able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during device unpackaging and prior to use the 4.0 x 38 mm xience xpedition stent delivery system (sds) was being removed from the plastic coil and the proximal shaft was inadvertently bent and then detached. There was no patient involvement. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.